Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "belt slip" error message on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The roller pump was being taken off one base and moved to another to be used as cardioplegia (cpg) pump, but then belt slip happened. Customer just continued using the mps quest unit they already had set-up. During laboratory eval, the complaint was duplicated. The product surveillance tech (pst) observed oil leaking from the main bearing onto the encoder wheel and drive belt causing belt slip to occur. The roller pump will be sent to service to be brought to manufacturer's specs before being returned to the customer.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis was performed and the logs confirmed the reported 'belt slip' condition. No additional action will be taken at this time.